Event description:
Loss of integration. The dr. (B)(6) reported that the dds was torquing 07450 lodi ø2.4 x 10mm, 2.5 mm cuff at implant site #10 and patient felt a sharp pain. The dds reported implant had moved. Implant was removed due to loss of integration. No further patient injury occurred during.